Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 339 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer's blood glucose was 398 mg/dl at the time of call. The customer's spouse stated that the insulin pump reached 432 mg/dl. The customer's spouse stated that they were given insulin through IV drip to treat the blood glucose. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.